Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between january 7, 2025 ¿ january 8, 2025. H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed, and a leak from the administration spike port bonding rea was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital e1: initial reporter address: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) exactamix 250 ml eva tpn bags leaked from the tubing. This occurred prior to patient use. There was no patient involvement. No additional information is available.